Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported multiple no delivery alarms. The customer also started having high blood glucose around that time. Customer's blood glucose was 600 mg/dl. She stated she had treated her high blood glucose with a syringe. Troubleshooting for high blood glucose found the customer had symptoms of high blood glucose such as headache and sleepiness. The customer reported a motor error alarm also occurred after the no delivery alarms. The customer could not recall any significant events leading to the alarm. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.